Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04627. It was reported the patient wanted her scs system removed. The patient reported incision pain at the ipg site, and discomfort when she twisted for her occupation. In addition, the patient does not use the system and reported no longer receiving effective stimulation. Follow up identified the physician had scheduled surgical intervention to remove the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.